Event description:
Agfa's awareness date is (B)(6) 2013 for this event. Agfa submitted an initial MDR report # 1225058-2012-00003 to the FDA on march 13, 2012 describing this issue. This is the 22nd occurrence being reported for the same issue/same device: impax cv dicomstore with media purge daemon/cardio purge service, but with a different site. This event was an internal discovery reported to agfa on (B)(6) 2013 by an agfa zone support specialist. In this particular incident, cps (cardio purge service) software was being installed. Archive logging to the database failed during the upgrade from mpd to cps due to dicomstore misconfiguration. There are no clinical or patient care issues as the system is fully functional. Note: media purge daemon (mpd) is an older agfa product used to purge the images stored on the primary memory cache once they have been archived to a long term archive and the amount of data stored on-line reaches a predefined amount. Mpd allows the system to continuously receive the recently acquired images from third parties modalities. This tool was discontinued and replaced by cardio purge service (cps) in (B)(6) 2008. A reportable correction is underway for this issue and has been reported to the FDA. FDA reference # (B)(4).